Event description:
It was reported that the customer's pump screen remained dark and would not turn on, indicating a battery not charging issue. There was no reported adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps without success, including using a known working charging setup and leaving the pump plugged in for sufficient time. Technical support advised the customer to await replacement charging supplies and rely on multiple daily injections in the meantime. After following up, technical support confirmed the pump was replaced, and the customer acknowledged the provided troubleshooting steps and shipping details.